Event description:
Device analysis is provided. Explant method: intravascular, superior technique/toos: direct traction no complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates no j stiffener wire discrepancies. X-ray of lead confirms no j stiffener wire discrepancies. "Loss of sensing and capture" was not verified. The lead was received with no discrepancies.